Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that failure to halt ablation occurred. A maestro 4000 system was selected for an ablation procedure. However it was noted that the maestro did not stop ablating after the physician released foot pedal. The procedure was completed with this device and no patient complications were reported.